Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device ran rough and loud. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running very rough and made a grinding noise. It was further observed that the device had a hole in the cord, the connector body was loose, the safety cable was damaged and in reverse the device was very loud and smoked. Therefore, the reported condition was confirmed. It was determined that device was running rough, loudly, smoking and making a grinding noise due to a damaged locking mechanism. It was determined that the hole in the cord was from allowing the cord to come in contact with a sharp object. It was determined that the connector body was loose because of loctite deterioration. The device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.